Event description:
A pt reoprted blood glucose results "198 mg/dl, 78 mg/dl, 139 mg/dl, and 137 mg/dl" with a lefescan mter, performed within 10 minutes of each other the meter, test strips, check strips, and control solution were replaced.